Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm, the sherlock is showing that the PICC is in the right place and then when they get a chest x-ray, the x-ray is showing that the PICC is much too deep.